Manufacturer narrative:
Additional information: on june 9, 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6), mentor became aware that the patient underwent bilateral device removal and replacement with 300cc mentor memorygel breast implants, catalog number 3503004bc, serial numbers (B)(6) on the right side and (B)(6) on the left side on (B)(6) 2020. On june 26, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this 6877138 lot number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2020, mentor became aware the patient experienced bilateral baker grade iii capsular contracture. Reason for device explant and/or reoperation: capsular contracture and generalized illness. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on 9/23/2019, the manufacturing record evaluation was completed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with a 375cc mentor memorygel breast implant and experienced a postoperative right-sided breast mass and bilateral capsular contracture. In (B)(6) 2018, a needle biopsy was performed and the breast mass was determined to be benign. However, after an mammogram ((B)(6) 2019) and an ultrasound ((B)(6) 2019), the patient¿s physician re-confirmed the breast mass. Additionally, the patient also experienced several other symptoms within the past 3-4 years, which include: simple scratch causes overwhelming bleeding, breasts itching, torso rash, daily headaches, neck soreness, muscle soreness, lymph nodes seem enlarged, body odor, body sweating, insomnia, light sensitivity, weight loss, and food tasting bitter. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.